Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, lot # j11141r11, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from the health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for chronic low back pain and non-malignant pain. The pump contained an unknown brand of morphine (dose 5.0 mg/day, concentration unknown) and an unknown brand of baclofen and bupivacaine both at unknown concentrations and doses. It was reported the patient had withdrawal due to a cut catheter during decompression surgery on (B)(6) 2016. The surgeon had cut the catheter. Intravenous (IV) medication was administered to the patient after the catheter was confirmed cut by the hcp. The IV medication was used to control/treat withdrawal symptoms. The patient was scheduled for full system replacement per the hcp. The replacement was done on (B)(6) 2016. The issue was resolved at the time of the report. The customer discarded the explanted catheter.

Event description:
Additional information received from the manufacturer representative reported the pump was replaced because it was less than 5 months from early replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.